Event description:
Inflammatory reaction [inflammation]. Functional disability [mobility decreased]. Redness [erythema]. Articular pain [arthralgia]. Loss of efficiency after initial treatment [device ineffective]. Case description: spontaneous report received on 08-jul-2008 from a physician regarding a patient (initials, age, medical history unknown) who received two synvisc injections in the ankle administered one week apart (dates not provided). After the second injection, the patient experienced an inflammatory reaction in the ankle articulation that was unknown in intensity and non-serious according to the physician. As of the date of receipt of this report, the patients outcome was unknown. The physician did not provide the relationship between the event and synvisc. On 23-jul-2008, the qa result was received. The product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information received on 23-jul-2008 and 30-jul-2008, from the physician. The patient's relevant medical history includes advanced stage ankle osteoarthritis. On (B) (6) 2006, after receiving the third injection of synvisc, the patient experienced severe inflammatory reaction consisted of articular pain, redness and functional disability that was severe in intensity and serious according to the physician. The previous two injections were well tolerated. The physician reported lack of efficacy for the initial treatment. The patient received an intra-articular injection (not specified), oral anti-inflammatory medication (not specified) and physiotherapy was recommended. Concomitant medications were not provided. The physician assessed the relationship between the reported events and synvisc as probable. As of the date of receipt of this report the patient outcome is recovered with sequelae, persistent ankle pain. Manufacturer's comment: the recommended initial treatment regimen is a single injection. If however, adequate symptomatic relief is not achieved after this injection, it is recommended to administer a second injection. Clinical data have demonstrated that patients benefit from this second injection when administered between 1 and 3 months after the first injection.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.